Event description:
2 to 3 weeks post-operatively, the staple line failed. Pt was brought back to the hospital where a re-operation occurred. Staple line was repaired. At the time of initial report the pt was in critical condition and had been on a ventilator for approximately 3 weeks. Current pt status unknown at this time.